Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead and the right atrial (ra) lead. Lead damaged was suspected but was not confirmed visually. The patient was stable and will continue to be monitored; there were no adverse consequences. Related manufacturer reference number: 2017865-2024-33821